Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During implantation of an impella rp flex the sheath kinked and the pump could not pass. A new sheath was used to successfully implant the pump. No patient harm was reported.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b5 (event description). Upon review, it was identified that b5 event description has now been updated. H10 added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the product damage on the 23fr sheath was not determined due to insufficient clinical details and no product return.

Event description:
An impella rp flex device was inserted via the right percutaneous vein in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), society for cardiovascular angiography and interventions (scai) shock stage¿e, with a history of known coronary artery disease. During implant, the rp sheath kinked and the rp flex could not be advanced. The sheath was swapped out for a different 23f sheath from another kit, and the same rp flex was then implanted without issue using the second sheath. Care was later withdrawn, and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.

Manufacturer narrative:
Section d4 catalog number was updated.